Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Zimvie received one (1) bost410, (3i t3 non-platform switched tapered implant 4 x 10mm), one (1) unknown biomet screw, one (1) iiic12 (certain pick-up coping 4.1mm(d) x 5mm(p)) and one (1) unknown biomet abutment for evaluation. Visual evaluation was performed, there was signs of use, the implants collar was fractured and had damage from removal. A iiic12 lot unknown was returned. The impression copings fingers were bent and one (1) was fractured. The unknown abutments fingers were damaged, and the retaining screw was fractured, the screws threads were returned (connected to the unknown biomet screw). This complaint refers to the unknown biomet screw. Device history record (DHR) review by lot number could not be performed, as the item/lot number associated with the reported product is not available. However, zimvie quality management system (qms) has controls in place to ensure the distribution of conforming product. A complaint history review by item number was conducted for the unknown biomet screw dating back to 12 months from now. The complaint history review revealed that there are no existing non-conformances/CAPA/hhe/d/product holds for the reported product for similar event. Review completed utilizing keywords: dental : functional : fracture : screw. Based on the investigation and risk management file review, the most likely root cause determined from the investigation was missing or confusing instructions for use or the abutment screw is not torqued to specification. Therefore, based on the available information, a device malfunction did occur. The implants internal hex was damaged and there was an unknown screw inside the implant. The reported event was confirmed. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation.

Event description:
No further event information is available at the time of this report.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Zimvie received one (1) bost410, (3i t3 non-platform switched tapered implant 4 x 10mm), one (1) unknown biomet screw, one (1) iiic12 (certain pick-up coping 4.1mm(d) x 5mm(p)) and one (1) unknown biomet abutment for evaluation. Visual evaluation was performed, there was signs of use, the implants collar was fractured and had damage from removal. A iiic12 lot unknown was returned. The impression copings fingers were bent and one (1) was fractured. The unknown abutments fingers were damaged, and the screw was fractured, the screws threads were returned (connected to the unknown biomet screw). This complaint refers to the unknown biomet screw. Device history record (DHR), sterilization, and complaint history review could not be performed, as the subject lot number associated with the unknown biomet screw is not available. Zimvie quality management system (qms) has controls in place to prevent the distribution of non-conforming product and ensure the product is within specifications. Based on the investigation and risk management file review, the most likely root cause determined from the investigation was missing or confusing instructions for use or the abutment screw is not torqued to specification. Therefore, based on the available information, a device malfunction did occur. The screw was fractured. The reported event was confirmed. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation.

Event description:
It was reported that the implant was full osseointegrated at tooth site 26. Screw fractured, implant fractured at the collar and had to be removed with a thephine. Patient will have to return for reimplantataion.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). D10. Concomitant medical products bost410, 3i t3 non-platform switched tapered implant 4 x 10mm lot 2017112302.